Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the second firing of a laparoscopic gastrectomy, the device was unable to fire at the time of stomach resection. The procedure was completed with another device. There was no patient injury.